Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose level was 600 mg/dl. Customer addressed elevated bg by administrating a manual correction injection. Reportedly, the customer reverted to an alternate method of insulin therapy.